Event description:
Initial information was received from a physician via a sanofi-aventis sales representative on (B)(6) 2006: a physician reported that a patient (age and gender unspecified) who received treatment with hyalgan experienced a pseudo-septic knee reaction. According to the safety surveillance department at sanofi-aventis, the causal relationship to the product is probably related although no information about chronology of events, concomitant illness, medications or method of the product administration is known. Additional information will be provided when available.